Manufacturer narrative:
The report of suspected pump thrombus was not confirmed during the evaluation of the returned device. Examination of the sealed inflow conduit found a red, tissue-like lining of clotted blood adhered to the lumen of the inlet tube, inflow graft, and inlet elbow. A similar deposition was also noted along the textured surface of the outlet elbow. The depositions were thin and did not appear to obstruct flow through the pump. The lining appeared consistent with poor surface washing resulting from an interruption in flow. However, the cause of the flow interruption could not be conclusively determined. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The evaluation could not conclusively correlate the observed depositions to the reported event. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced prior pump exchange and hemolysis were reported under medwatch MFR report #2916596-2015-00615 and 2916596-2015-01911 respectively. (B)(4). Approximate age of device: 11 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced dark colored urine. There was unspecified conversation related to the pump position and a potential for recurrent hemolysis. The patient has had a previous pump exchange and experienced elevated lactate dehydrogenase levels in (B)(6) 2015. The patient received a pump exchange on (B)(6) 2016 for suspected pump thrombosis.